Manufacturer narrative:
Additional information received reported there was no incision enlargement, vitrectomy, or capsular tear when the lens was removed. Also, the replacement lens was a zcb00 21.5 diopter intraocular lens (iol). Reportedly, no complications were noted and the patient is doing fine. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/02/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had bilateral intraocular lenses (iols) implanted. It was reported that a zxr00 21.5 intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the patient is not getting good visual acuity at any distance. Reportedly, the doctor stated he hit the target, but the lens is not working for the patient. In addition, the patient is a post-operative lasik patient who had the procedure done on (B)(6) 2017. No additional information was provided. This report will capture the event for the left eye (os). Another report will capture the right eye (od).